Event description:
An infusion pump with an 812:02 failure code. The biomed stated that failure did not occur during biomed testing. Info was requested regarding failure during pt use, pt status, medical intervention, pt injury, medication being involved, tubing produce code, infusion rate or set up of the infusion device but details were not available. Additional contact info was requested but no additional contact was provided. The biomed also stated that there have been no reports of any pt incident involving this pump since the last baxter service event.